Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had come in today with a low reservoir alarm (lra) that had been sounding for the last several weeks. The hcp stated they just filled the pump and the telemetry had the 235 (empty reservoir occurred) and 236 (low reservoir occurred) aligned. The patient appeared to be in withdrawal. The agent on the call asked how long the alarm had been going off and the hcp stated that the patient said it started today, but the refill and alarm date were 3 weeks ago. The hcp mentioned that the patient had been on the tko (to keep open) version for the past 3 weeks and they were worried the patient would be overdosed if they went back to the previous dosing. Technical services suggested contacting the managing hcp to further address the issue.